Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys vitamin d assay results for an unknown number of patient samples. The customer repeated the patient samples on other cobas 8000 e 602 modules and the results were lower. Weekly maintenance was performed which including extra cleaning of measuring cells. Five of the samples were repeated on (B)(6) 2017 and the results were still high. Of the data provided for 44 patient samples, only the results for 29 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported to the doctors. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative checked the analyzer and found no hardware issues. He ran performance testing which was within specification. The cause appeared to be a small clot in the flow path to the measuring cell.